Manufacturer narrative:
Complaint details: the customer reported on 04/08/2019 that their unit is not powering on. Service requested: troubleshooting. Service provided: troubleshooting. Ts had the customer check the ups, power button and switch and the system was working fine. Missing information: product serial ID. The customer was contacted to attain the product ID, but the customer was unresponsive. Investigation result: since the device serial ID is not available, device service history record could not be obtained. The complaints registered by (B)(6) center found no previously reported issue with the cns not powering on. Similar complaints using "pu-621ra not powering on" gave no result. Similar complaints using "pu-621ra not power on" gave the following result: 18270- unit will not power on; root cause: issue could not be duplicated by repair center 34477- unit will not power on; root cause: unknown, cause-power supply failure 26027- cns will not power on; root cause: user error 24743- monitor will not power on; root cause: unknown the customer did not contact back reporting on the same issue. The root cause of the issue was unable to be determined as the device was not sent in for repair/evaluation and the customer was contacted multiple times but would not respond to the call/email to troubleshoot the alleged malfunction, or the customer does not want to cooperate to troubleshoot further. Corrected information: g4. Date received by manufacturer: should be 04/07/2019 not 05/07/2019 as listed on MDR initial report. The following fields are no information (ni) as attempts to obtain that information was made but not provided. D4. Serial #. F9. Approxmiate age of the device. H4. Manufacturer date. D11. Concomitant medical products: the cns was being used with a ups at the time of cns issue.

Event description:
The nurse reported that the central nurse's station (cns) failed while monitoring patients. The ups that the cns was plugged into seemed to be working. The customer was instructed to have the biomed to contact us for further troubleshooting to figure out what happened, and we have contacted the customer them for additional information but have not heard back from them.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) failed while monitoring patients. The ups that the cns was plugged into seemed to be working. The customer was instructed to have the biomed to contact us for further troubleshooting to figure out what happened, and we have contacted the customer them for additional information but have not heard back from them. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) failed while monitoring patients. The ups that the cns was plugged into seemed to be working. The customer was instructed to have the biomed to contact us for further troubleshooting to figure out what happened, and we have contacted the customer them for additional information but have not heard back from them.